Manufacturer narrative:
St. Jude medical is in the process of investigating this event. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported as the ensite array catheter was being inserted into the right ventricle, it was noticed that the pt's blood pressure was low. A tamponade occurred and the physician was unable to keep the blood pressure at normal levels and keep the heart contracting. The pt expired on the operating table. The device is currently being held by the coroner for investigation and is not available for analysis at this time.